Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl which was treated with manual injection and went to 478mg/dl. Customer states that blood glucose was goes up and down and the lowest has been 212mg/dl. Customer states that blood glucose at time of incident was 470mg/dl and current blood glucose was 440mg/dl with no symptoms. Further customer¿s blood glucose was 429mg/dl, 470mg/dl and 440mg/dl. Customer declined to troubleshoot for high blood glucose and low blood glucose. Customer also reported that cannula was bent. The insulin pump will not be returned for analysis. The infusion set will be return for analysis.